Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 250 mg/dl and correction boluses via the pump were delivered to address the bg. The customer did not know the cause of the high bg. However, as the bg level did lower with the bolus, the customer thought that his lean build and lack of fat at the infusion set sites are why the bg took some time to lower. The customer was to be meeting with a healthcare provider to discuss the infusion set site selection and types of infusion sets.